Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the right fallopian tube lumen at the junction with the uterine fundus is a coiled apparent essure iud device') and salpingitis ('focus of active acute and chronic inflammation which is associated with the essure coil') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criterion medically significant). The patient was treated with surgery (essure removal on, (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: uterus, hysterectomy with bilateral salpingectomy: cervix with mild inflammation. Secretory phase endometrium multiple intramural and submucosal leiomyomata. Left fallopian tube with no significant pathologic findings. Right fallopian tube with focus of acute and chronic inflammation, associated with essure devise. Microscopic description: gross and histologic examination of the right fallopian tube reveal a focus of active acute and chronic inflammation which is associated with the essure coil. There is focal microabscess formation in this area. The left fallopian tube is histologically and microscopically uninvolved by inflammation. No significant atypia is identified within any portion of this case. Specimen(s) received/source: 1: uterus, cervix, bilateral fallopian tubes with essure device gross description: the fallopian tubes are 3 cm in length x 0.5 cm in average diameter (right) and 4.5 cm in length x 0.5 cm in average diameter (left inked blue). Both are fimbriated. Embedded within the right fallopian tube lumen at the junction with the uterine fundus is a coiled apparent essure iud device.. Concerning injuries reported in this case the following ones were described in patient medical records device embedment, salpingitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event medical device removal pt was updated to device embedment and acute and chronic inflammation which is associated with the essure coil were added. Lab data, patient date of birth, reporter details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.